Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2016, and the fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2016, a customer reported multiple historic unexpected abo blood grouping mistypes when testing blood samples on a galileo.